Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the sheath would not separate and then one of the sheath tabs broke off during use was confirmed. The customer returned one peel-away sheath. The returned sheath was broken into two pieces. One tab was separated from the rest of the sheath by a horizontal tear in the sheath body just below the tab. Approximately 3- 4 mm of the sheath body remained adhered to the inside of the separated tab. The break on one side of the tab shows a smooth edge indicating that the break was along the score line with no issues. The break on the other side of the tab shows it did not tear along the score line in the lower portion of the tab. A piece of the lower tab remains attached to the opposite tab. The other tab remained connected to the entire sheath body. Microscopic examination of the returned sheath and separated tab confirmed these findings. Manufacturing was consulted on this issue and agreed that the there was a difficult tear on one side of the tab. They indicated that it was possibly from the use of cooled resin during the molding process. Problem was observed with the extrusion. A device history record review was performed with no relevant findings. Therefore, the probable cause of this complaint is manufacturing related. Further investigation of this complaint issue has been initiated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath would not separate. There was no patient death or complications reported. Follow up information states the sheath was in the patient when one of the tabs broke off. The nurse was able to use the dilator to "saw away" at the sheath to eventually peel it away. There was no patient death or complications reported.